Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in process. Once greatbatch medical completes the investigation, a supplemental medwatch 3500 form will be submitted. Complaint information was provided by zimmer.

Event description:
It was reported during an unknown patient procedure the reamers were found to be dull. No patient injury or adverse events were reported.